Event description:
It was reported that after the catheter was inserted, the proximal injection hub was connected to the tube. It was at that time the hub came off the extension line. As a result, the catheter was exchanged. There were no reported pt complications.

Manufacturer narrative:
F/u report will be filed if additional info becomes available.